Event description:
It was reported that as the surgeon attempted to insert a cc4204a collamer plate lens and the lens got stuck while advancing in the cartridge. No patient contact.

Manufacturer narrative:
(B)(4). Method - work order search. Results - visual inspection of the returned product showed the lens was received stuck inside the cartridge and the injector was missing. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge. Conclusion - based on the complaint history, work order search and evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Date the product was received should be (B)(4) 2010. (B)(4).